Manufacturer narrative:
This report is submitted on june 17, 2020.

Event description:
Per the clinic, it was reported that the patient had a recurrent infection at the implant site. Medical treatment of the infection with IV antibiotics was unsuccessful. Subsequently, the device was explanted on (B)(6) 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 31, 2020.